Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinicians in micu have had an ongoing issue with this catheter. After it is in place for approximately 24 hours they are finding the dressing is saturated. When the dressing is removed they notice the catheter is cracked where it meets the hub. In some cases they are replacing the catheter and in other cases they are discontinuing the catheter depending on the pt's course of treatment. There were no delays in treatment and no pt death or complications reported.